Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record determined device was disassembled and cleaned, and the damaged side plate, bearing, and gear were replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event cannot be confirmed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted. Z.s.g.m. Cutter 2:1 ratio caution: sharp; catalog number: 00-7703-020-00; serial number: (B)(4). Z.s.g.m. Cutter 1.5:1 ratio caution: sharp; catalog number: 00-7703-015-00; serial number: (B)(4).

Event description:
It was reported that this loaner device was producing an incomplete mesh. The (B)(6) foundation/lifecell corporation is a cadaver skin bank that uses the device(s) on previously recovered cadaver skin. Therefore, there is no patient involvement and therefore no harm or delay in any surgical procedure.